Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
The friend of a customer reported via phone call that the bottom of the pump casing is loose. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap may have been damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.